Manufacturer narrative:
The ventilator failed the pre use check (puc) with a reported technical error. The problem was confirmed on site by our field service engineer (fse). Tests were carried out and the following tests were found faulty during the pre-use check (puc): internal leak, pressure transducer, flow transducer test and even issues with batteries. During repair the control pcb (printed circuit board) and inspiratory pipe were found to be non-functional and were replaced to solve the issue. The device passed all performance and safety tests according to factory specifications. The device was returned to the customer and authorized for clinical use. The provided logs confirm the errors: internal leakage test failed inspiration pressure too low; monitor pressure transducer test failed; expiration valve test failed leakage. The control pcb was returned for further investigation. A visual inspection reveals no abnormality. The control pcb was placed in a reference ventilator for testing. The device failed the puc during following sequences: internal leakage test; monitor pressure transducer test; expiration valve test; pressure transducer test; o2 cell/sensor test and flow test. A simulated ventilation was performed for few minutes with clear deviation in delivered tidal volume and o2 concentration. The control pcb includes electronics and microprocessor control to achieve regulation of inspiratory flow and inspiratory pressure and control of breathing pattern for all different ventilation modes. The conclusion of the investigation is that the ventilator failed to meet its specification; the error was detected during puc and the defective control pcb is the cause of the error. Electrical measurements on the pcb could not determined which compenent(s) was/were faulty.

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).